Manufacturer narrative:
Cylinder performed within specifications. Cylinder performed within specifications.

Event description:
On 8/5/96 the dynaflex device was implanted. On 9/9/97 dr reported pt is unhappy with the prosthesis and requested that it be removed. Info received 2/16/1998 indicates the entire device was removed from the pt on 2/06/1998. Additional info received 2/20/1998 indicates infection.